Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4). H3 other text : device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab) in a patient with acute myocardial infarction(ami), the blood pressure waveform did not appear. The customer attempted to calibrate the fiber optic sensor but was unsuccessful. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found to be broken within the within the membrane approximately 6.4cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) in a patient with acute myocardial infarction(ami), the blood pressure waveform did not appear. The customer attempted to calibrate the fiber optic sensor but was unsuccessful. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) in a patient with acute myocardial infarction(ami), the blood pressure waveform did not appear. The customer attempted to calibrate the fiber optic sensor but was unsuccessful. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.